Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot photographic analysis: picture received shows the proximal part of the anvil, the washer appears to be cut. Based on the photo alone the event describe can not be confirmed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Was the post-operative care of the patient changed as a result of the device issue? What is the current patient status?

Event description:
It was reported that during the low rectal resection, after fired with tactile and audible feedback, found only 2/3 tissue was cut. Changed to a similar circular device to complete the surgery. The surgery delayed about one hour. Now the patient is stable and in hospital.

Manufacturer narrative:
(B)(4). Batch # n5490z. Device evaluation the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present anvil half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: was the staple line complete? No, you could see some staples still in the reload. Were there any staples missing from the staple line? Yes . What was the shape of the staples (b-formation, irregular, legs straight)?irregular . Were the staples deployed into the tissue? Some, as the rest still in the reload. Were the staples seen in the surgical field? Some, as the rest still in the reload . Was the post-operative care of the patient changed as a result of the device issue?no what is the current patient status? Stable, will check if leave from hospital.